Event description:
Md was doing cholecystectomy and about to put another clip on the cystic artery when the tip of the ligamax clip applier got stuck and would not open. Another ligamax clip applier was opened immediately and was successful in clipping the cystic artery. No harm to patient.